Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis, coincident with continuous ambulatory peritoneal dialysis (capd) therapy. The peritonitis was manifested by cloudy effluent and abdominal pain. On the day of onset, the patient was hospitalized for the peritonitis event. Although the cause of the peritonitis was reported to be possibly due to the water not being safe to complete adequate hand washing, there was no specific use error or breach in aseptic technique reported and therefore, the cause will be assessed as unknown. On unreported date(s), the patient was treated with unspecified antibiotics (route, medication, dosage, frequency, and duration not reported) for the peritonitis event. Dianeal therapy was ongoing. After fourteen days of hospitalization, the patient was discharged. The patient was recovered from the peritonitis event. No additional information is available.